Event description:
Customer reported via phone call to have excessive issues with air bubbles in reservoir. It was also reported that insulin would fill past desired line in reservoir. Customer declined troubleshooting and requested reservoir to be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.